Event description:
Arctic sun started at 1800; patient warmed too quickly. Likelihood of physiologic rewarming due to pathophysiology was remote due to extreme hypothermia pre-arctic sun. No patient harm.device #1is this a laboratory device or laboratory test?no.